Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose(bg) level of below 40 mg/dl. Reportedly, the customer believes that the basal rate needs to be adjusted. The customer adjusted the basal settings to address the low bg.